Manufacturer narrative:
A field service engineer was dispatched to the customer site for the plasma subsystem failure. Parts were replaced and the issue was resolved. Unit meets specifications and was returned to service. Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of load not recalled issue and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the load not recalled issue was reviewed from may 2017 to november 2017 and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." A customer letter will be sent a letter advising that loads from cancelled cycles should be rewrapped using new packaging materials, sterrad® chemical indicator strips, and sterrad® sealsure® chemical indicator tape. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
(B)(4).

Event description:
A customer reported a plasma subsystem failure with their sterrad nx sterilizer and the cancelled load was released prior to reprocessing. There was no report of any injuries or human reactions. This event is being reported since the cancelled cycle was released without reprocessing and sterility cannot be assured.